Manufacturer narrative:
Investigation summary: material #: 367856. Lot/batch #: 2347060, 2321372. Bd had not received samples or photos for investigation. Therefore, ten (10) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Additionally, ninety (90) retention samples from each lot were visually examined, and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields have been updated with additional/corrected information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2347060 d.4. Medical device expiration date: (B)(6) 2024 h.4. Device manufacture date: (B)(6)2022.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper creeps out or closure is loose. The following was reported by the initial reporter: tube cap comes loose causing blood to leak out.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the stopper creeps out or closure is loose. The following was reported by the initial reporter: tube cap comes loose causing blood to leak out.